Manufacturer narrative:
The device was evaluated by a belmont service technician. It was found the reported flow rate issue could not be verified after extensive testing. The large volume reservoir was reviewed by engineering. It was found that the blood was clotted at the bottom of the heat exchanger which may have contributed to the flow issue. A precise root cause of the clotting could not be determined. All disposable sets are 100% leak tested and visually inspected prior to release. The device history was reviewed for this unit, and no other issues were identified. To ensure that this unit performs according to our specifications before shipping it back, we operated the unit at elevated temperatures for 48 hours and we performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. We will continue to monitor these incidents going forward.

Manufacturer narrative:
This report is pertaining to the 2nd device involved in the incident. The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in this incident was returned to belmont for investigation on december 11th, 2024 however, the disposable set involved in this incident was not returned to belmont for evaluation. Although the patient involved in this incident expired, there was no report that the device caused or contributed to the death. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of "fluid out", the rapid infuser exhibits the following alarm message: "fluid out. Check inlet tubing and filter. Add more fluid". High amounts of particulates in the blood may clog the coarse blood filter in the reservoir chamber. Replace reservoir chamber or disposable if it is clogged. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedure in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont contacted the user facility in order to gather details on what was infused, device flow-rate and other additional details associated with this incident. We will continue to follow-up with the user facility to confirm the details and a follow-up report will be submitted once the additional information becomes available and investigation of the device is complete. Note: a separate report (#1219702-2024-00060) was submitted by belmont for the 1st device involved in this incident.

Event description:
The user facility reported the following: first machine, tubing used lvr and dual patient line attached to ric catheter in ac and a central line. Tubing was flowing through the central line but was restricted through the ric catheter. Setting a flow rate, registered it was flowing at that flow rate, but the amount leaving the reservoir was not consistent. Provider switched machines, tubing and product. Second incident (same patient): using the lvr and single patient line, attached to the central line, provider set a 400ml bolus, the machine registered that the bolus was delivered, but no product left the reservoir. Set a second 400ml bolus and again, the machine registered that the fluids were delivering, but no change in the level of fluids in the lvr.